Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. D9: returned to mfg: yes, date returned: 06/13/2024, h3: device evaluated by mfg: no, reason for non-evaluation: anticipated but not returned, other reason: blank, returned to mfg: yes, h10: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Add codes: 4118, 3233, 11. D9: returned to mfg: yes, date returned: 06/13/2024, h3: device evaluated by mfg: no, reason for non-evaluation: anticipated but not returned, other reason: blank, returned to mfg: yes, h10: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Add codes: 4118, 3233, 11.